Event description:
Chronology and details of the events leading up to the patient's death were not provided due to privacy policies. The patient had multiple co-morbidities and complications post-operation. A single cause could not be assessed as the likely cause of death. The patient's death was very guarded and the patient was determined to be made do not resuscitate status. There was no coroner's post-mortem. The final conclusion on the cause of death was signed off as ischemic heart disease. Log files were provided. There were no device anomalies reported prior to the patient's death.

Manufacturer narrative:
Section b5: additional information. Section b2: corrected data. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. Due to privacy laws, the account was prohibited from providing further information regarding the event. Review of the log files provided by the account revealed events consistent with the patient expiring on (B)(6) 2020 and termination of lvad support. It was also reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The hm3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported through the patient outcome that the patient expired. No additional information was provided. Privacy laws prohibited the customer from providing information regarding the case. The device was not explanted. The device will not be returned for evaluation.